Event description:
It was reported that this implantable electrode was explanted due to a possible infection. This product was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. No failing conditions were found. However, the analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this implantable electrode was explanted due to a possible infection. This product was returned for analysis and no additional adverse patient effects were reported.